Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. There was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim# (B)(4).

Event description:
The facility representative reported during an implantable collamer lens (icl) implantation procedure, the lens tore during loading. Reportedly "inserted with a tear in the central optic". The lens was implanted. There was no patient injury. The lens was explanted. A replacement lens of the same parameters was implanted and the problem was resolved. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- the facility representative reported during an implantable collamer lens (icl) implantation procedure, the lens tore during loading. Reportedly "inserted with a tear in the central optic". There was no patient injury. The lens was implanted, removed and replaced with a lens of the same parameters and the problem was resolved. H6- health effect - impact code (f): 4627 should be remove and 2199 should be added. H6- medical device problem code (a): 2993 should be removed and 3189 should be added. Claim# (B)(4).